Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp. Upon inspection of the unit, the fse found that the j4 connector was pulled away from the pc board on one side. The fse replaced the display kit and retested the unit. The error code 6 came up at start up, this was due to the touchscreen not being calibrated. The fse completed calibration and the display kit corrected the issue. Pm was performed. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) display was not working again after being repaired recently. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that there was 1 similar complaint reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.